Manufacturer narrative:
There was no device available for analysis. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. The implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient experienced a scrotal infection and urinary retention with this artificial urinary sphincter (aus). The device was not working properly, as it spontaneously reactivated. The patient was treated with antibiotics and a catheter was placed. All components were removed. There were no additional patient complications reported.

Event description:
It was reported that the patient experienced a scrotal infection and urinary retention with this artificial urinary sphincter (aus). The device was not working properly, as it spontaneously reactivated. The patient was treated with antibiotics and a catheter was placed. All components were removed. There were no additional patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, pump and balloon were visually and microscopically examined, and leak tested; the balloon was also functionally tested. No anomalies were found with the cuff and pump. Functional testing of the balloon revealed that there was an anomaly as the measured pressure was higher than specification. Based on the information available and analysis results, the pressure anomaly identified in the balloon could have caused or contributed to a device non conformance. Aditionally, the reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU) the implant date, lot number, manufacture date, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.